Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 200 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained. Additionally, customer experienced a low blood glucose (bg) level of 46 mg/dl; cause not known. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.